Event description:
It was reported that the device had an oxygen not available sound. The device was in use when the event occurred, the patient was transferred to a different ventilator. No patient or user harm reported. The hospital reported that the ce heard an oxygen not available sound. It was then reported that the device was being used in 23% fio2 setting, and the alarm sounded when the circuit was released to perform suctioning. The engineer documented that the hospital does not put the device in standby mode, but makes the circuit release, when performing suctioning. Therefore, the alarm does not usually sound even when fio2 was set. The device kept operating when the alarm occurred. The device was returned for evaluation. The service engineer (se) reported that the phenomenon was not duplicated. The event log revealed that check vent: oxygen device failed (diagnostic code: 1111) had occurred right before the oxygen not available alarm had occurred. The se reported that when the check vent: oxygen device failed alarm occurs, the v60 is designed to sustain ventilation function with oxygen concentration of 21%, regardless of the oxygen concentration setting value. In addition, the oxygen not available alarm will simultaneously occur. The se then reported that no abnormalities were confirmed, when checking for the check vent: oxygen device failed alarm. It was noted that the v60 device calculates how much flow of high-pressure oxygen is needed and provided from the blower motor to a flow, to provide the set oxygen concentration. Therefore, it is likely that the check vent: oxygen device failed alarm occurred when the flow exceeds a leak compensation of the v60; this is due to a circuit leak or tachypnea. The se suggested that a circuit may have been in the open state, and the flow then exceeded a leak compensation within the v60 device, due to a circuit leak or tachypnea. The se indicated that the check vent: oxygen device failed alarm occurred, and then the oxygen not available alarm occurred. The issue was reported to not have been duplicated. No repair was performed for the alleged malfunction. It was reported that the se replaced the data acquisition board, to resolve a different issue (pressure accuracy test failed) that occurred during evaluation of the initial malfunction. The issue was documented under a separate complaint record.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).